Event description:
Procedure type: unk. According to the reporter: there are five cases where the suture ruptured post-operatively. The sutures soften too fast, when the fascia is still not strong. Every case indicated a delayed healing because of an immunosuppression or extended stay at the intensive care ward. No further info could be obtained from the reporter.